Manufacturer narrative:
MDR 8021545-2024-00749 - device 2 of 3 (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced three infusion set fell off events while taking shower on (B)(6) 2024. No further information available.